Event description:
This lead was implanted on (B)(6) 2002 and capped on (B)(6) 2012 due to loss of capture when programmed bipolar at 6.5v. The procedure took place at (B)(6) hospital with dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).